Event description:
The customer called to report that she had experienced low blood glucose levels for the past four days. The customer then stated she was hospitalized for a low blood glucose reading of 31 mg/dl. The customer also stated that the insulin pump was exposed to a cat scan three mos prior. Troubleshooting was performed, and the insulin pump did not pass the leadscrew test. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.